Event description:
Technician alleged that the brakes on the bed would not hold. The bed moved, rolled when in brake mode. No impact to patient.

Manufacturer narrative:
Technician replaced the brake casters to resolve the issue.